Event description:
The issue reported involved the t:slim x2 pump battery not charging, accompanied by a power source alert. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.